Event description:
It is reported to co that, after successfully advancing the coronary artery stent with delivery system to the target lesion site and attempting to deploy the stent, the balloon catheter was not able to hold pressure. The stent only partially deployed, and, when the delivery system was removed, it was noted that the stent had remained in the pt. Another balloon was introduced to fully deploy the stent at the target lesion site. No pt complications were reported relative to this procedure.